Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant housing appears to have moved over time. Pictures showed that the implant has shifted towards the pinna after surgery. A follow-up integrity test has been scheduled.

Event description:
The implant housing moved towards the pinna after surgery. Furthermore, a CT scan then revealed that the electrode was backing out of the cochlea. The user was re-implanted. At the explantation around 4-5 contacts were outside the cochlea and the fantail of the housing was in the mastoid cavity. There was also lots of scar tissue in the facial recess.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing enough benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea, as confirmed during explantation surgery. Further the implant housing migrated from its intended position. This is a final report.